Event description:
Technical services received a call on (B)(6) 2011. Caller stated that this ra lead will be extracted due to infection. Lead was implanted (B)(6) 2011. The extraction will be done at (B)(6) center by dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).